Event description:
The cso report stated: "screen that shows all rhythms is frozen, cursor won't move. Assisted customer with several issues. Had to reboot central station and do some reconfiguration. No injury was reported.